Event description:
The customer contact reported a separation. The tubing set was to be used to deliver 1000ml of 0.9% normal saline by gravity. It was reported that the nurse primed the tubing set and left the tubing set hanging from the IV pole. It was reported that the nurse left the room and after an unspecified length of time, the nurse returned to the room and noted an unspecified volume of solution on the floor. It was reported that the tubing separated from the leg of the proximal clave y-site. The tubing set was replaced and the therapy was initiated. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.